Event description:
It was reported that episodes of non-sustained vt episodes were observed without associated egms. Patient was asymptomatic. Upon attempted retrieval of the stored egms, the device had labeled them as "invalid" poor telemetry between transmitter and device is suspected.

Manufacturer narrative:
(B)(4).